Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient received inappropriate defibrillation therapy due to fast conducting atrial fibrillation (af). The patient had been taken off their medication for fast conducting af. It was recommended the patient start the medication again and to reprogram the device to resolve the issue. The patient was in stable condition.

Event description:
During follow-up, the patient received inappropriate defibrillation therapy due to fast conducting atrial fibrillation (af). The patient had been taken off their medication for fast conducting af. It was recommended the patient start the medication again. The device was reprogrammed to resolve the issue. The patient was in stable condition.